Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd fluid. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized and treated with vancomycin injection (1gm, every 5th day, intraperitoneal, ongoing), meropenem injection (1gm, once daily, intraperitoneal, ongoing) and heparin injection (0.5ml per bag, once daily, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient was discharged from the hospital and recovered from the events. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.